Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the charged couple device unit may temporarily malfunction due to the following handling: 1) the system ground wire was not connected 2) the scope connector is plugged or unplugged while the system is powered on 3) dirt or moisture adhered to the scope connector contacts the event can be detected/prevented by following the instructions for use which state: "operation manual: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image signal from the subject device was lost at the bottom edge. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation. Inspection and testing found the image was temporarily lost due to disconnection/short-circuit of the image sensor cable. In addition, the distal end cover was damaged due to handling, the bending tube was shortened, the connecting tube was scratched due to physical stress, the universal cord was scratched due to chemical/physical stress, angulation was insufficient due to the angle wire becoming longer than normal, and the image was grainy. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.